Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increased amplitude to high values and decreased sensitivity. Lead dislodgement or migration was suspected. The lead was explanted and replaced. The patient is a participant in the post approval clinical surveillance (pacs) product surveillance registry (psr) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced lightheadedness. The rv lead also had loss of capture.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.